Event description:
When pt woke up after usage of its goodknight 418a CPAP system for 10 hours, they noticed an odor of burn. Unit was returned to technical services. Our investigation has shown that the transformer overheated and caused the plastic parts to melt. A short-circuit in the primary section of the transformer caused the current to increase, thus leading to the overheat.